Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15876. It was reported that the patient experienced a few significant falls and the leads had migrated. The issue was confirmed via x-rays. Patient underwent surgical intervention on (B)(6) 2020 where leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.